Manufacturer narrative:
Upon receipt at heartsine, the device could not be powered on. The user may have interpreted this as the device powering on without audio as per the reported fault. The root cause of the reported fault was determined to be extensive corrosion within the device on multiple components and circuits due to adverse storage. This had led to the device being unable to turn on, download device memory and no status indications flashing. The device was scrapped by heartsine and the customer was provided with a replacement device. Please note: the initial MDR was submitted with incorrect product information. All incorrect information has been corrected in this supplemental report.

Event description:
The customer contacted heartsine to report that their device did not issue voice prompts at power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device did not issue voice prompts at power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.